Event description:
It was reported that when patient presented in clinic for a routine follow up, lead noise was observed on the rv lead. The noise was not reproducible in clinic. All lead measurements were in range. There was some pacing inhibition however the patient is not dependent. Programming changes were made. Patient was stable.